Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dentist reported that a patient started to develop swelling of the lips after the 3rd night of whitening. We instructed the dr. To inform his patient to stop all whitening until all symptoms subside. Then the pt. May begin to whiten except they would no longer use the desensitizer as the hema is likely to have caused the pt to have an allergic reaction. To normal.